Manufacturer narrative:
Continuation of medical devices: 5076-52 lead, implanted (B)(6) 2015 product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that after the device implant, anti-tachycardia pacing (atp) was programmed "on". The patient received atrial atp therapy and there appeared to be a larger than expected pause during and after the atrial pulse train. The back up pacing rate was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.